Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ standard anaerobic/f culture vials 3 false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: - number of wrong results obtained: 3 - do any of the tests show a larger sample volume? Not applicable - what confirmatory test was performed to determine the false positive result? Seeding - have any incorrect results been reported to doctors? Not applicable, as it is an industry - if so, have any patients been treated on the basis of erroneous results? Not applicable, as it is an industry - if so, did the incorrect treatment cause any harm to the patient (s)? Not applicable, as it is an industry - what is the room temperature? 21 to 25ºc - any reports of electrical variation? We had a small power outage that was quickly restored

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. H3 other text: see h10.

Event description:
It was reported while using bd bactec¿ standard anaerobic/f culture vials 3 false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: number of wrong results obtained: 3. Do any of the tests show a larger sample volume? Not applicable. What confirmatory test was performed to determine the false positive result? Seeding. Have any incorrect results been reported to doctors? Not applicable, as it is an industry. If so, have any patients been treated on the basis of erroneous results? Not applicable, as it is an industry. If so, did the incorrect treatment cause any harm to the patient (s)? Not applicable, as it is an industry. What is the room temperature? 21 to 25ºc. Any reports of electrical variation? We had a small power outage that was quickly restored.